Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by flu like symptoms, abdominal pain and cloudy peritoneal effluent coincident with peritoneal dialysis (pd) therapy. Almost two month after the onset of peritonitis, the patient was hospitalized due to the symptoms associated with this peritonitis event. The cause of peritonitis was unknown. While in the hospital, the patient was treated with unspecified antibiotics (dose, route and frequency not reported). The patient was hospitalized for six days before being discharged. At the time of this report, the patient was recovering from peritonitis. The patient was not retrained on the proper aseptic technique. The pd therapy was ongoing. No additional information is available. This report is 1 of 4.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot numbers h13g10041 and h13f24093 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).